Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED pads were expired. Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.